Event description:
Patient reported they went to the dentist who informed them that they would not recommend continuing with byte aligners due to the health of their teeth. Patient provided diagnostic findings from the appointment. Patient had a comprehensive oral exam, bitewings(4x), panoramic, perio charting. Patient was referred to have #14 and 15 evaluated for root canal and crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.